Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found clogged air/water nozzle, that had no flow, and had a white residue on both sides. The additional findings are as follows: radio frequency identification and ethylene oxide label had peeled off, plug unit had a leak, objective lens had an affected image, angulation out of specification, had dents and scratches, had insufficient glue, had a crack, had a chip, had adhesive removed, had a crack on both sides, had a buckle, had a missing color label plate, and had a cracked on plug unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a blocked air/water channel. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the clogged air/water nozzle had no flow, and had a white residue on both sides was found. There were no reports of patient harm, injury, or death. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from plug unit. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.